Event description:
The account alleged the patient was leaning on the right head rail and it broke off of the head section frame. No injuries were reported.

Manufacturer narrative:
Repairs have not been completed.